Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Updated fields: b5. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: suction biopsy channel, flushing, and brushings. Cfu: no growth, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing on (B)(6) 2025, the bronchovideoscope tested positive for two colony forming units (cfus) of micrococcus luteus and one colony forming units (cfus) of gardonia at both the suction channel and instrument channel. The device was tested again on (B)(6) 2025, and tested positive for less than 10 cfus of dermacoccus nishinomiyaensis at both the suction and instrument channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This event includes 3 reports. This report is 1 of 3. Related patient identifiers: (B)(6).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for two colony forming units (cfus) of micrococcus/uteus microbes, and one colony forming units (cfus) of gordonia species microbe. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.